Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as due to contamination. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with cefazolin and zidimbiotic (intraperitoneally, 1 gram, every day, duration not reported) for peritonitis. Twenty one days after the onset, the patient discontinued the antibiotic therapy and was discharged from the hospital. The patient recovered from the peritonitis event after twenty one days. The pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.